Manufacturer narrative:
Upon reassessment of the reported event, the instrument was only worn, and not fractured. Hence the initial report was submitted in error and needs to be voided.

Event description:
Upon reassessment of the reported event, the instrument was only worn, and not fractured. Hence the initial report was submitted in error and needs to be voided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). UDI: (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was returned due to wear. However, the instrument was also noted to be fractured. No adverse events have been reported as a result of the malfunction.